Manufacturer narrative:
Exact date and month are not known, but year is valid. Other relevant device(s) are: product ID: 3387-28, serial/lot #: (B)(4), implanted: (B)(6) 2020, ubd: 2023-01-09, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance check was aborted without measuring electrode or therapy impedances. It was noted the tablet could be used to measure impedances of other devices. During the impedance check, the patient perceives light flashes, which was noted to be expected as the lead was placed in the internal globus pallidus (gpi) and was confirmed with the physician. It was indicated the patient did see flashing lights during the previous successful impedance tests, as well. The patient ended up receiving treatment, although it was delayed, however, the treatment effects were expected within the next few weeks and months. It was indicated the patient felt shocking sensations and light flashes during normal use of therapy, as this was not unusual for this to happen with good lead placement. It was also stated that when the patient presses on the lead connection point they see flashes of light. The voltage of the impedance check was changed to 0.7 and 1.5 v without success. The error was reproduced and impedance check could not be run successfully. Five attempts were made on the day of this report but with no successes. Another tablet was used, and impedance check with automatic increase from 0.7 to 1.5 v was aborted. Therapy settings were possible without any problems. Additional information was received indicating the patient was programmed again. The session started and an impedance check was intended to be ran but the initial impedance check could not be completed because the software showed an error message after starting the measurement. The healthcare provider only had the opportunity to end the session and then started a new one, where they skipped the initial impedance check. They were able to run an impedance check from the session using the original method. All programming settings were deleted and re-entered. The impedance check showed successful and the impedances were in normal range. The data report was generated and everything was re-programmed. Afterwards an impedance check was attempted again but it was aborted. The patient can feel the impedance check in the beginning but then after five seconds, they can tell the measurement has stopped and a few seconds later, the error message appears. The physicians noted the patient was of concern for them. It was reported the patient did not have clinically relevant response despite optimal lead placement and the physicians assumed there was lead malfunction. The implantable neurostimulator (ins) was reset, which resolved the inability to perform impedance check, and the physician no longer suspected lead malfunction.